Event description:
Note: date of event is estimated to be 2007 (based on info obtained when the complaint was reported). On two weeks later, it was reported to boston scientific corp that post-procedure, a covered wallstent rx biliary stent was placed "a couple of weeks ago for a benign stricture" reportedly, "even though the doctor knew that the rx biliary wallstent was not designed for a benign stricture, [they] wanted to do something for [the] patient." Two weeks after the initial stent placement the same day, the physician performed a follow-up ercp, where it was noted that the stent had migrated into the cbd. It was reported that, the physician was not able to remove the stent; however, it was being determined if another procedure was needed, "as the patient is fine and doing very well."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed; therefore, a device evaluation will not be performed. The relationship between the suspect device and the reported event is undetermined. A review of the device history record and the product family complaint trends are in progress; results will be provided in a follow-up medwatch report.